Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not reported. On (B)(6) 2024 a beta bionics customer care agent followed up with the use about the event. The user reported their husband found them unresponsive and took them to the hospital, where they were initially released but had to return for an additional 2.5-day stay. The user attributed the hospitalization and dka to a kinked infusion set and stated that they no longer intend to use the ilet system. The user received IV insulin treatment during hospitalization. The user's bg rose to 500 mg/dl. The user was using the convatec inset (23", 6mm) teflon cannula infusion set.